Event description:
Boston scientific received information that during a routine follow-up, noise was noted in the right ventricular lead channel during isometrics but which cannot be created with pocket manipulation. This was suspected to be caused by first rib clavicular crush. There was no reported change in the impedance measurements, however there was a slight elevation of the patient thresholds. There were also no observed asystole of more than two seconds as well as no reported loss of capture. The rv lead was surgically abandoned the following day. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.